Manufacturer narrative:
The lens remains implanted. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the consumer had severe inflammation of the left eye and left eye lid. Vitrectomy for non-clearing vitreous hemorrhage with injection of antibiotics was performed. The original surgery included planned primary posterior capsulotomy with anterior vitrectomy. Patient's current prognosis is poor. A second vitrectomy for non-clearing vitreous hemorrhage is to be scheduled. Regressing endophthalmitis and tass were mentioned as possible issues associated with this event per the referring doctor and the implanting doctor.